Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) thinks the device was not working correctly. Boston scientific technical service (ts) referred patient to the clinic. This device remains in service. No adverse patient effects were reported.